Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors in the logs. The fse replaced the left master tool manipulator (mtm), but it failed the calibration test. After further investigation, it was determined that the new mtm was defective. The fse replaced the mtm again, but it also failed with several errors. The fse noted that the errors were pointing to connection issues with the mtm wiring harness. The fse reinstalled and reprogrammed the original mtm. The system powered on with no errors, and the mtm initialized as expected. The fse performed additional tests and had no further issues/errors. The fse noted that the mtm probably needed to be reseated. The system was inspected, tested, and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, after manually docking, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the instruments were not responding to the surgeon. The system logs showed that the non-recoverable errors were reported by the left master tool manipulator (mtm) j23 counterbalance spring cable. The tse recommended swapping an available surgeon side console (ssc) from another system in place of the failing ssc. After swapping the sscs, the system powered on without errors. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the case was completed by swapping the sscs.